Event description:
During code blue defibrillator(s) were used to shock the pt however each shock administered was not administered. Devices to be investigated. Philips heart start xl defibrillator used x2. Both machines failed to deliver a shock when indicated to do so.